Event description:
A "registering with the application" issue was reported with the abbott diabetes care (adc) device in use with an android phone with android operating system version 15. The customer reported that their new senor "wasn't registering with the application" and was unable to obtain glucose readings. The customer further reported being able to self-treat however, details of the treatment were not provided. The customer then went to the emergency room (ER) where a glucose result of 206 mg/dl was obtained compared to a sensor scan of 70 mg/dl. The customer was intravenously administered 30 units of insulin (type unspecified) for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Software investigation: an investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The customer reported being unable to scan and start new sensor. After attempting to identify the customer's reported configurations, the information provided in the complaint was insufficient to conduct a comprehensive investigation. The lack of the device model restricts the ability to identify potential causes of the customer's reported issue. The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. Sensor investigation: the reported product is not expected to be returned as reporter indicated the device was discarded. A valid serial number has not been provided, therefore no DHR review is possible. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Shelf-life studies, clinical studies and product monitoring, and dose audits were performed during product development and market performance continues to be monitored via stability, clinical trials, and product monitoring/dose audits as a part of on market performance monitoring process. Trip trend is not established. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. No further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.